Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reports that she is feeling comfortable with insulin pump and is able to sleep. Customer states that sometimes her blood glucose lowers and last low blood glucose she had was 60 mg/dl, but ate and was able to elevate blood glucose to 153 mg/dl. Customer states before insulin pump blood glucose would drop to 40 mg/dl. No further information provided.